Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: eight samples were received. They all are sealed packaging blisters. Visual inspection was performed. Five of them have a black spot. It is embedded in the top web. It is ink, cannot be removed. The top web printing area was reviewed. Top web being printed at that moment was inspected, finding no issues; operator running this printing process has not seen this defect during his inspections. The other three samples have a plastic top shield with no needle assembly. The embedded black spot in the top web is coming from the top web printing process. The missing needle assembly is from the needle assembly line; during the assembly process, the shield was not assembly to the needle assembly and not detected in the next process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation and samples analysis, the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the embedded black spot in the top web is coming from the top web printing process. The missing needle assembly is from the needle assembly line; during the assembly process, the shield was not assembly to the needle assembly and not detected in the next process. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 27x1/2 rb had foreign matter on 5 occasions during use. The following information was provided by the initial reporter: 5 needles were found to have stains.